Event description:
Ous MDR - it was reported that about 51 months after the implantation oversensing was noted on the right ventricular channel. No inappropriate shock was delivered. No adverse patient side effects were reported. The lead was explanted and replaced by a competitor lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead a rubbed through insulation was found. This damage can be considered as the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics of this damage it is reasonable to assume that the lead had been subject to mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. Further analysis showed a deformed inner coil close to the is-1 connector pin. Blood penetrated the lead. Additionally the distal shock coil and the fixation helix were found deformed. These damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.